Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, the triclip steerable guide catheter (tsgc) and the triclip were inserted successfully. Visualization challenges were noted throughout the procedure. During grasping attempts the triclip became entangled within the chordae, troubleshooting was performed successfully and the clip was retracting into the atrium. Ruptured chords were visualized, and it was decided to discontinue this procedure. There was challenges closing the clip, troubleshooting was performed successfully and the clip was retracted into the guide. The final tr increased to grade 4+. There was no clinically significant delay reported.

Event description:
N/a.

Manufacturer narrative:
In this case, the returned device analysis was unable to confirm the reported clip actuation issue associated with difficult to close the clip. The reported image resolution poor, difficult to remove from anatomy and positioning failure associated with leaflet grasping could not be replicated in a testing environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the information provided and the returned device analysis (unable to confirm the reported clip actuation issue), a cause for the reported difficulty closing the clip was unable to be determined. The reported positioning failure associated with leaflet grasping and difficult to remove from the anatomy resulting in unspecified tissue injury (ruptured chord) and subsequent tr appear to be related to patient and procedural conditions and due to little height above the valve and difficult visualization. Image resolution poor appears to be related to procedural conditions as visualization challenges were noted throughout the procedure. Tricuspid regurgitation and tissue damage/injury are known possible complications associated with triclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.